Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.